Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose and manually entered a meal announcement to correct the high, after which the blood glucose dropped to 46 mg/dl on the ilet and 44 mg/dl by fingerstick, without symptoms. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included treatment with oral glucose and resolution guidance provided by customer support. Investigation included review of reported use patterns and user education on appropriate meal announcement behavior. Investigation of this case revealed user-initiated dosing through an unnecessary meal announcement as the likely contributor to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and use error were the cause.